Event description:
Customer reported a hospitalization due to a low blood glucose of 20 mg/dl. Customer had a heart attack while he was admitted. He stated that he had been out to lunch and the blood glucose at that time was 195 mg/dl. He stated that he gave a bolus before lunch and that he was not feeling well and threw up. He believed that the cause of the low blood glucose was overbolusing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.